Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that deionized water had been erroneously placed in the wash 1 bottle by the operator during the time frame when the discordant result was obtained. The customer discarded the deionized water and replaced it with wash 1 solution and performed a system prime five times. Quality controls were run, resulting within range. A siemens customer service engineer followed up with the customer, who stated no other issues. The cause of the discordant, falsely elevated troponin result is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2014-00308 was filed on (B)(6) 2014. The corrected result was reported to the physician(s).

Event description:
The corrected result was reported to the physician(s).

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.